Event description:
Caller reported patient has had continued elevated blood glucose levels for the last two weeks. Caller stated patient was taken to the ER for treatment of hyperglycemia and positive ketones. Caller reported patient was treated with 2 bags of IV fluids for dehydration and ketones which allowed the ketones to return to none, but her blood glucose did not drop. Caller stated patient was not given insulin as treatment at the ER. Caller reported patient did not receive any other treatment and sent home. Requested return of the alleged pump, cartridge, adapter, and infusion set for evaluation; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.